Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome took out a large chunk of skin, cutting through the dermis and well down into the fat. They immediately stopped and sutured up the area.